Manufacturer narrative:
The reported issue was discovered during unit checkup. The end user reported that the battery had turned from green to red and was only reading one minute available. The unit is kept plugged in and turned on which seemed to resolve the issue. Per technical specialist, the ccm date changed from (B)(6) 2020 to (B)(6) 2022 on power up. This caused the power manager to lower the rated battery capacity, because it assumed the system had not been powered on for two years. This issue also triggered a 'battery exceeded the two years' message. The field service representative (fsr) verified the issue. He observed the error on the ccm and a 'battery exceeded the two year service life' message. As a result, he replaced the batteries. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during the use of the device for a non-clinical activity, the central control monitor (ccm) date changed from (B)(6) 2020 to (B)(6) 2022 on power up. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. Per data log analysis, the system is used on (B)(6) 2020. The next time the system is powered up the date is changed to (B)(6) 2022. This also triggered the battery life exceeded notification to the user. The log was exported before the system is power cycled again so it is unknown if this corrected itself. The log confirms the complaint. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.